Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was treated with vancotroy intrapertoneally (ip) (2 gm, stat) and gentamicin, ip, 20mg, (once daily for 14 days). It was not reported whether the pt was hospitalized for the peritonitis. The cause of peritonitis was unknown. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.